Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, computed tomography revealed a thrombus on the face of the closure device. There was no leak noted. The patient was taking eliquis 2.5mg twice daily and will continue on that medication.

Manufacturer narrative:
B3: aware date corrected. B6: information added. B7: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) procedure was performed and a 27mm watchman flx laa closure device was implanted. At the routine 45-day follow-up, computed tomography revealed a thrombus on the face of the closure device. There was no leak noted. The patient was taking eliquis 2.5mg twice daily and will continue on that medication.